Manufacturer narrative:
A review of the DHR for this lot of product indicated no issues with the product quality or with the sterilization of the product by an outside vendor. Rmi submitted rep devices from the same lot number to a qualified outside resource for initial confirmation of sterility of the devices. The preliminary report indicates a potential problem with the device sterility. This potential problem is currently being investigated and add'l f/u may be required.

Event description:
A rep ((B)(6)) from (B)(6), md's office ((B)(6)) contacted remington medical in (rmi) on (B)(4) 2012 and stated that 4 out of 5 pts that underwent prostate biopsy using rmi's nac-1820m needles presented with complications post procedure. Three pts required treatment for infection, diagnosed as urinary tract infection per dr (B)(6) office. The fourth pt exhibited more bleeding than normal during the procedure. The reported infections occurred within 24 hrs; symptoms were fever, pain, and chills. The pts were hospitalized to treat the infection and have since recovered.